Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative 60mm ¿ 3.5mm loading unit and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during use, after used twice the device would not hold its angle to staple rectum. It was too wobbly to use. Patient status-unknown.